Manufacturer narrative:
Conclusions: no evaluation will be performed. Device or lot code not provided to manufacturer for evaluation. Complaint type will be monitored.

Event description:
Customer reported injury on a premature baby. When removing a tegaderm hp transparent film dressing, the baby's skin reaction consisted of skin stripping/lesion, despite gentle manipulations. Additional symptoms included pain and purulent. The dressing was in place for two days. At approx tend days, the skin reaction went away. Medical treatment was required. However, a medical treatment description was not provided. The current status of the pt has been reported as being good.